Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report a hardware error code on (B)(6) 2014. No injuries or medical intervention were reported. Dexcom technical support advised patient's father to reset the device on (B)(6) 2014 and it was successful.

Manufacturer narrative:
(B)(4).